Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/10/2018; belt: 11/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital with staff present at the time of passing. CPR was reportedly not initiated by the staff as the patient was a dnr. Prior to passing, an arrhythmia was detected by the lifevest two times from 01:39:50 to 01:40:31 on (B)(6) 2019. The patient's ECG shows vt at 140 bpm slowing to vt at 100 bpm with motion artifact. The patient's rhythm being below the treatment threshold prevented the lifevest from delivering a treatment during this time. Asystole was detected by the lifevest at 01:42:19. The patient's ECG shows idioventricular rhythm at 80 bpm slowing to an idioventricular rhythm at 10 bpm. An arrhythmia was then detected five times from 01:46:26 am to 01:54:21 am with response button use. The patient's ECG shows vt at 150 bpm slowing to vt at 120 bpm. The rhythm then transitioned to sinus bradycardia at 50 bpm with pvc's. It is unknown who was pressing the response buttons during this time. The response button usage and the patient's heart rate falling below the treatment threshold prevented the lifevest from delivering a treatment during this time. Asystole was detected by the lifevest at 1:55:12 am, 1:56:08 am, and 2:05:59 am. The device was shut down at 2:06:48 am while the patient was in asystole. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing. The patient's rate falling below the treatment threshold, and response button use prevented the lifevest from delivering a treatment.